Event description:
Following a knee arthroscopy procedure, it was reported the patient had sustained a first to second degree post-surgical burn to patient's lower left leg below the surgical site. Further treatment of the burn, plastic surgery, will be required. It was reported the wand suction line was not attached to hospital vacuum equipment as prescribed by the instruction for use.

Manufacturer narrative:
The arthrocare controller was reported as returning for investigation. A follow up report will be provided after the controller is returned and completion of the investigation. Two devices, super multivac with integrated cable and arthrocare controller, were used in the procedure. The super multivac with integrated cable wand will be filed under medwatch 2951580-2009-00079.